Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they had either an MRI or a procedure that caused the battery to drain. Caller reported that they underwent an MRI or testing of some sort and commented that "it drains the battery" and also stated "it gets hot, it gets hot, it feels like." Caller was very difficult to understand but agent gathered that caller was possibly eluding that their ins was impacted by an MRI or some other kind of medical equipment. Pt also reported some level of numbness and it is a possibility that the ins caused the numbness, but the patient was very difficult to understand and agent attempted to verify that information a few times, but was unable to get a clear answer from the pt. Agent also attempted to clarify an event date, but could not obtain that information either due to the nature of the call. Pt mentioned pain and headaches that go down past their shoulders which also caused numbness. Pt was able to confirm that was unrelated to the stimulator. Pt mentioned is they wanted to get off of pills, and then they described a medical procedure offered by medtronic. Pt was very difficult to understand and had a difficult time answering any follow up questions. So agent had a difficult clarifying most information